Event description:
It was reported that during an unknown procedure, clips will not hold after placing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.